Event description:
Pt was to have an aortic valve replacement. A 21 mm carbon disc valve was sewn into the heart. On testing, the carbon disc fractured & broke off. The valve had to be explanted. Both pieces were retrieved. Another valve was implanted.